Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The unit was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. The unit was received with minor scratches on lcd window and cracked case at display window corners.